Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a 10 unit bolus was performed successfully. The issue of boluses cancelling was not duplicated during testing. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored with fading text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
Noted from the (B)(6) website on (B)(4) 2013, the unidentified reporter was noted to comment "has anyone experienced a problem with the bolus canceling midway through a large bolus? We've been seeing this happen more frequently lately. When I say large, it's usually 8 or more units." No further information was available. There was no reported or alleged adverse event associated with this complaint. This complaint is being reported because an unidentified person made the comment alleging a pump malfunction of an unidentified pump for an unidentified patient.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.